Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have problems with sensor and serter. Customer states that serter did not release sensor and customer also reports of receiving sensor errors. Customer also reports of having sensor cannula that was bent and split apart. Customer's blood glucose was 211 mg/dl. Customer was advised that sensors would be replaced and additional training would be set up. No further information provided.